Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient presented after receiving shocks. The right ventricular (rv) lead was reprogrammed and medication was increased. The rv lead remains in use. The patient is a participant in (B)(4) study. No further patient complications have been reported as a result of this event.